Event description:
It was reported that during a cervical corpectomy revision at c2-c5 to c2-c6 due to a recurrent tumor, the surgeon removed the cervical plate and 4 screws. On the last of the 4 screws to be removed, the flange on the screw broke as it was being removed. The surgeon used the conical extraction screw to remove the screw with the broken flange. The tip of the extraction screw broke off into the screw and the surgeon had to cut the screw with a burr, to be able to remove the plate. The surgeon then used vise grips to remove the remaining portion of the screw. He decompressed the tumor and revised the patient to another cslp-va plate and synmesh cage to extend the construct caudally to c2-c6. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Patient age at time of event was (B)(6). Product development evaluation reveals, the conical extraction screw was received with the tip broken off. The fracture surface is homogenous which indicates material uniformity and there are no signs of other damage. The shaft of the screw with the tip was returned with damages, and the tip of the extraction screw is not discernable from the base screw material. There are no indications of any manufacturing or design issues. The complaint is considered invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.